Manufacturer narrative:
Device is a combination product. Patient birth date: 1962. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that a very late thrombosis occurred. In (B)(6) 2011, patient presented due to stable angina and was referred for cardiac catheterization. Target lesion # 1 was located in the distal right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm taxus element stent, with 0% residual stenosis. Coronary angiography result taken on the same day of the procedure revealed: lmca: not included in the report. Lad: irregularities. Lcx: irregularities. Rca (target vessel). Distal thrombotic sub-occlusion. Mid rca irregularities. Lvef: not measured. The patient was discharged 2 days post-procedure on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with prolonged precordial chest pain following exertion and elevated troponin was observed (peak troponin value = 0.76) and ECG suggested an inferior q-wave myocardial infarction. It was observed that the subject experienced ischemic symptoms then coronary angiography revealed 100% stent thrombosis of study stent located in distal right coronary artery (rca). 100% stent thrombosis of the previously placed study stent located in the distal right coronary artery (rca) was treated with thrombus aspiration and the placement of bare metal stent with 0% residual stenosis. The patient was discharged 5 days post procedure on aspirin and prasugrel

Manufacturer narrative:
Device upn corrected from h7493902524300 to h7493902516300. Device lot number corrected from 13586767 to 14203058. Device expiration date corrected from 28-nov-2011 to 30jul 2012. Device manufactured date corrected from 28-jul-2010 to 25 mar 2011. (B)(4).

Event description:
Te-prove clinical study. It was reported that a very late thrombosis occurred. In (B)(6) 2011, patient presented due to stable angina and was referred for cardiac catheterization. Target lesion # 1 was located in the distal right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm taxus element stent, with 0% residual stenosis. Coronary angiography result taken on the same day of the procedure revealed: lmca: not included in the report. Lad: irregularities. Lcx: irregularities. Rca (target vessel). Distal thrombotic sub-occlusion. Mid rca irregularities. Lvef: not measured. The patient was discharged 2 days post-procedure on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with prolonged precordial chest pain following exertion and elevated troponin was observed (peak troponin value = 0.76) and ECG suggested an inferior q-wave myocardial infarction. It was observed that the subject experienced ischemic symptoms then coronary angiography revealed 100% stent thrombosis of study stent located in distal right coronary artery (rca). 100% stent thrombosis of the previously placed study stent located in the distal right coronary artery (rca) was treated with thrombus aspiration and the placement of bare metal stent with 0% residual stenosis. The patient was discharged 5 days post procedure on aspirin and prasugrel